Event description:
High irregular/uncontrolled blood sugars [blood glucose increased]. Case description: this spontaneous report, reported by a pharmacist from the united states, reported as "high irregular/uncontrolled blood sugars", concerns a pt (gender and age unk) treated with novofine 30 gauge needle (start date unk) until nov-2006, novolog vial (rapid acting insulin aspart) (ongoing), and novolog flexpen (rapid acting insulin aspart) from nov-2006 to nov-2006 for diabetes mellitus. Medical history includes obesity (present weight over 400 pounds). It was reported that in the first week of nov-2006 (exact date unk) the pt was admitted in the intensive care unit (ICU) due to very high irregular/uncontrolled blood sugars of 400 to 500 mg/dl while utilizing novolog vial insulin. The event was treated with an intravenous novolog insulin drip and the pt's blood sugars improved. The pt was transferred to a regular unit and switched to novolog flexpen prefilled disposable pens with novofine 30g needles. While utilizing the flexpens and novofine 30g needles, the pt's blood sugars became irregular again and were not well-controlled in the 400's mg/dl range. The pt was switched back to novolog vial with bd ultra-fine syringes and the blood sugars improved. Shortly afterwards, the pt's blood sugars normalized and was discharged to home (exact date unk).